Event description:
Patient underwent planned bilateral l4-5 hardware removal due to pain on (B)(6) 2014. Original hardware placed (B)(6) 2009. According to the surgeon, screw was broken. Specifically, the left l5 pedicle screw tulip was dislodged from the screw.